Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 12-sep-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 2.5mm fdiameter, eccentric, de novo target lesion was located in the non tortuous and mildly calcified proximal obtuse marginal branch. A 2.50 x 48mm synergy ii drug-eluting stent was advance but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A synergy ous mr 2.50 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage, stent struts were lifted and pulled in a distal direction. The undamaged stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.